Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) and a consumer reported the patient was unable to walk due to advanced parkinson's in 2013, the patient's stimulation stopped working and the hcp waited two weeks before getting the implantable neurostimulator (ins) replaced. The patient ended up going to a rehabilitation facility for about six months because it took them that long to get better after the ins went out. The patient was unable to go to a clinic to get help because they needed to be transferred by ambulance. The patient's indication for use is movement disorders and parkinsonian tremor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-17975 and 3004209178-2015-17977.